Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit would not run on battery. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. During lab analysis, the product surveillance tech (pst) was able to duplicate the reported issue. The monitor was turned on with ac power, then ac power was removed and it immediately turned off. The battery had leaked acid on the positive terminal side and doesn't hold a change. It has also corroded the battery clip and chasis cover. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.